Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and 2 similar complaint for this lot number was identified. Should the actual suspect device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
During an interventional radiology procedure, the impress catheter detachment occurred when the doctor stated he felt something strange, [tactile feeling] during guidewire insertion. The catheter and the guidewire were both removed before total detached within the patient. A standard 150cm straight tip guidewire was used both procedures. No tortuous, diseased, or calcified anatomy to report. No patient injury.